Event description:
It was reported that a one-link standard bore catheter extension set was involved in a no flow event. The reporter stated that an unknown primary set would not flow when the extension set was attached; however, when the extension set was removed the primary set would flow. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual and microscopic inspection did not identify any abnormalities that could have contributed to the reported condition. Functional test was performed by attaching the device to a syringe and checking for flow. The device was found to prime and flow normally. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.